Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10. Vyaire medical was able to confirm the issue - the unit was giving an invalid gas ID alarm and o2 error. Vyaire field service representative (fsr) evaluated the device on-site, and replaced the o2 cell. An operational verification procedure (ovp) was then performed which resolved the o2 error in the end.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device was not returned yet.

Event description:
It was reported to vyaire medical that the avea ventilator was giving an invalid gas ID alarm and o2 error. There was no patient involved in this reported event.